Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off intermittently. The customer acknowledged that the initial shut down was due to pressing the wake button for an extended period of time. Root cause of additional shutdown could not be determined. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was between 120 and 138 mg/dl.